Event description:
The customer reported via phone call that the insulin pump had blank display after customer changed the battery for three times. The issue was resolved upon troubleshoot however the customer mentioned that the insulin pump alarmed failed battery test and battery out limit. The customer was assisted, it was found that the insulin pump still alarmed failed battery test. Customer's blood glucose was unknown and current blood glucose was 178 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display or battery alarms were noted. The insulin pump was received with minor scratches on the display window.